Event description:
It is reported that the pt is experiencing pain.

Manufacturer narrative:
Evaluation summary: neither surgical notes nor x-rays were provided, therefore, fit and orientation could not be evaluated. Pt factors that may affect the performance of the components such as bone quality, activity level, type of activity (low impact vs. High impact) are unknown. A definitive root cause cannot be determined with the information provided. However, the complaint may be revised upon return of operative reports, x-rays, product or further information. Evaluation: reviews of the device history records did not find any deviations or anomalies.